Event description:
The customer reported no boot up on mainframe. Also, the system displays error message "interlocks open." No pt injury was reported.

Manufacturer narrative:
The svc rep diagnosed blown f1 fuse on ps2 power supply. He replaced the fuse and ps2 returned to functional status, ordered replacement ps2 to be installed prior to use on live anatomy, and replaced ps2 in c-arm to eliminate future failures on incoming fuse. System remains operational since fuse replacement.